Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2017. The incident unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the force fx-8cs electrosurgical generator stopped working and caught on fire during a procedure. Several requests for additional information were made but no additional information has been provided. There was no indication of whether or not there was a handpiece in use at the time the flames were observed. There is no indication that a patient was involved or injured.